Manufacturer narrative:
This report is filed march 18, 2016. Implanted device remains.

Event description:
Per the clinic, the patient was experiencing facial nerve stimulation due to a cochlea malformation. Re-programming attempts were made; however, the issue could not be resolved. Subsequently, revision surgery was successfully performed on (B)(6) 2016, to reposition the electrode array. The implanted device remains.